Event description:
The customer had not used or maintained the thermogard xp ivtm system (s/n (B)(4)) for a year and a half during the covid-19 pandemic until the system was used to provide an ivtm treatment. When the thermogard system was powered up, the console displayed a "coolant level low" alarm. The customer filled the coldwell with the coolant and confirmed that the coolant level was at the top indicator line. The alarm was cleared, and the treatment resumed. About two hours later, the "coolant level low" alarm happened again. The customer removed the coldwell cap and placed it back in position. They ensured it was properly secured so that there was no air trapped in the tubing between the coldwell and the coolant reservoir. The thermogard system worked properly for another 2 hours until the console displayed the "coolant level low" alarm for the third time. The customer inspected the console and repeated the process previously performed with the coldwell cap. Following this, the console functioned as intended with no further interruptions. No consequences or impact to the patient.

Manufacturer narrative:
Zoll service personnel evaluated the thermogard xp ivtm system (s/n (B)(4)) at the customer's site. The reported complaint that "the thermogard console intermittently displayed "coolant level low" alarms although the coolant reservoir was full" was confirmed based on the review of the event log and during functional testing. The root cause of the reported complaint was the defective coolant level sensor block, likely due to a defective component. Visual inspection of the thermogard console was performed and found no physical damages. Event log data were reviewed and revealed multiple alarm_coolant_empty error messages around the customer's reported event date; thus, confirming the reported complaint. The ivtm system failed the functional test and displayed a "coolant level low" alarm; thus, confirming the reported complaint. Technical investigation revealed that the coolant level sensor block was defective. The coolant level sensor assembly was replaced to remedy the fault. Following service, the thermogard console pass all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard with serial number (B)(4).